Event description:
The customer reported the haptic of the +22.5 cc4204a collamer single piece lens tore off as the surgeon was inserting it. The lens was cut out of the eye and removed without injury to the patient. The reporter stated the event was due to a new tech error.

Manufacturer narrative:
Collamer®ultraviolet-absorbing posterior chamber single piece foldable intraocular lens. (B)(4) - no known consequences or impact to the patient; torn material. Evaluation results: visual inspection of the returned product showed both the haptics and pieces of the optic were torn off and missing. (B)(4).